Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during implant of this right ventricular (rv) lead, there was a difficulty in extending the helix that the screw eventually came out. Moreover, stylet was inserted, and physician tried to place the lead again and the helix would not come out. Torque built up and it finally popped up, then tested and numbers were fine. However, post pocket closure fluoroscopy was done, and result showed that this rv lead pulled back. Hence, reopened pocket and another lead was used. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm dislodgement and helix difficulty allegation was confirmed. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Furthermore, the lead passed the electrical continuity, and stylet insertion test. Known inherent risk conclusion was based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU).

Event description:
It was reported that during implant of this right ventricular (rv) lead, there was a difficulty in extending the helix that the screw eventually came out. Moreover, stylet was inserted, and physician tried to place the lead again and the helix would not come out. Torque built up and it finally popped up, then tested and numbers were fine. However, post pocket closure fluoroscopy was done, and result showed that this rv lead pulled back. Hence, reopened pocket and another lead was used. This lead was explanted. No additional adverse patient effects were reported.